Event description:
The patient reported that the pump changed the time on its own from 9:27 pm to 10:23 pm; during troubleshooting, the patient reported that the pump again changed the time to 11:40 pm.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that the time and date were set manually and that the time entry was found in the pump's history. During the evaluation, the pump was exercised for 24 hours on a 1 unit per hour basal program and the time and date were found to be correct with no issues were found. The reported time issue was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded and discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump and to call animas customer service if the user suspects that the product is damaged.